Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and anxiety/textured.

Event description:
Healthcare professional reported a left side rupture and "texture to smooth due to product concern". Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, a left side rupture. And left side exchange, due to concerns with the product. Device has been explanted and replaced.

Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis of the videos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product-procedure: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red and yellow particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported a left side rupture and left side exchange due to concerns with the product. Device has been explanted..